Manufacturer narrative:
Method: risk assessment; results: no lot # was provided, so a manufacturing record review could not be performed. Conclusion: the plausible root cause of the reported event is user related, specifically misalignment of the syringe and inserter during assembly causing breakage of the o-rings.

Event description:
It was reported that; three of the green rings broke during the procedure.

Event description:
It was reported that; three of the green rings broke during the procedure